Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
During device check, the thermogard xp ivtm system (s/n (B)(4) displayed tcmid:05 (coolant diff failure) error message. No patient involvement.